Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3002808148 2024 04296 (1/2).

Event description:
It was reported that during inspection, the octagonal area of the endoscopic image of the video system center was completely dark and no image was displayed when connected to the xenon light source. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported the video system center presented no image output. The issue occurred during inspection for an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed through a simulated environment. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that the endoscopic image was not displayed due to a failure of the printed circuit board. Traces of burnt parts were found on the elements on said board, but the root cause of this issue could not be identified. Olympus will continue to monitor field performance for this device.